Event description:
During an ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. As the sheath was inside the patient, upon removal of the dilator and insertion of an octa-ray catheter, air was observed in the sheath. The sheath was replaced, and the issue occurred again with a second faradrive sheath. The sheath was replaced again, and the procedure was completed successfully without patient complications. No air was observed inside the patient. The devices are expected to be returned for analysis.

Manufacturer narrative:
He referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve, indicating that it was unlikely to seal properly. Due to damage to the valves, leak testing could not be performed. An attempt to purge the sheath of air/bubbles for testing was unsuccessful. Air was continuously seen in the sheath shaft. With all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. As the sheath was inside the patient, upon removal of the dilator and insertion of an octa-ray catheter, air was observed in the sheath. The sheath was replaced, and the issue occurred again with a second faradrive sheath. The sheath was replaced again, and the procedure was completed successfully without patient complications. No air was observed inside the patient. The devices are expected to be returned for analysis.